Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-025407. The pt has a cervical and thoracic scs system. The event is related to the pt's cervical system. It was reported the pt is experiencing ineffective coverage. Diagnostics revealed the pt's right lead has invalid impedances. The pt may undergo surgical intervention to address the issue at a later date.